Manufacturer narrative:
Sample analysis: the device is reported to be available. However, it has not been received to date. The root cause of this complaint cannot be determined at this time. An eval will be performed once the device is returned. (B)(4).

Event description:
Coiling treatment was conducted of a vessel. It was reported that the coil detached while inserting into the catheter and was successfully retrieved. No injury was reported with the pt as a result of the procedure.